Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that there is an interfering factor to the f(ab¿) 2 fragment of the assay antibody present in the sample. These anti-human f(ab¿) 2 fragment antibodies bind to fragmentation sites of the assay conjugate and bridge the conjugate molecules. This leads to a signal/count increase and falsely elevated results for the tsh assay. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for thyrotropin (tsh) on two different e601 analyzers. The patient results were high and not decreasing as expected. When the same samples were tested on an abbott architect analyzer at another laboratory, results were lower and believed to be correct. This medwatch is for the second sample on e601 analyzer serial number (B)(4). Refer to the medwatch with (B)(6) for information related to the first sample. The second sample initially resulted as 3.88 uiu/ml and was reported outside of the laboratory. A second tube from the same sample collection was used for an investigation performed by the customer. The second tube was tested and resulted as 3.64 uiu/ml. The sample was treated with a heterophile block and resulted as 3.94 uiu/ml. The sample was repeated twice on an abbott architect analyzer, each time resulting as < 0.003 uiu/ml. As part of investigation performed by the customer, the sample was diluted several times and measured. The results from these dilutions can be seen in the attachment. Refer to the results for replicate 2 (rep 2) under "patient specimens". The patient's synthroid medication was increased based on the high results. The patient was not adversely affected due to the increase in medication. As an outcome to this event, the patient's medication was lowered. The patient was stated to be in good condition. The customer declined service for the analyzer.